Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, infections, urinary problems, recurrence, dyspareunia, and other injuries as they become apparent. No further information has been provided.